Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer repored via phone call that her blood glucose dropped to 45 mg/dl. The patient treated with juice. The customer's blood glucose increased to 97 mg/dl. The insulin pump was not returned for analysis.